Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that transmitter was not blinking when connected to sensor. Customer's blood glucose was unknown. During troubleshooting, it was found that sensor cannula was split. Transmitter would be replaced.